Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon experienced a system message code being displayed four times during the second procedure with a cassette that had been used for the first procedure as well. The second procedure was completed after replacing the reused cassette with another cassette. There was no harm to the patient. In addition, during inspection of the console at a later date, there was evidence water had intruded into the sensor of the main body of the console from the cassette. No additional information is expected.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed. This is the second complaint for the finish goods lot and for this issue for this lot. The device history record shows the product was released per specifications. The returned sample was visually inspected; the drip chamber was cut off. Surgical residue was observed in the fluid path of the cassette, drain bag, and manifolds. The drain bag was cut at the 300 milliliter (ml) line. The administration manifold was replaced with one from lab stock. A calibrated console representing the current software version was used to test the sample. The sample could prime and tune with the hand piece successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).